Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately two hours and 30 minutes after starting hemodialysis treatment with a u9000, the filter was observed to be leaking. The patient reported muscle spasms and the blood pressure measured at 73/46 mmhg. Treatment was stopped with blood restitution of the extracorporeal circuit. Treatment was restarted with a different filter and treatment was completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.